Manufacturer narrative:
(B)(4). One lf1644 was received for evaluation. The reported condition that the device did not make an adequate seal was not confirmed. Testing was performed on porcine kidney vessels of varying diameter and the device functioned normally. Multiple seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. A full thermal effect was visually verified. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device did not provide an adequate seal during a procedure of diagnostic laparoscopy, lysis of adhesions. A new device was used to complete the case and there was no injury to the patient.